Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic on (B)(6) 2021 with a high defibrillation threshold (dft) on the implantable cardioverter-defibrillator (ICD). The device was unable to convert rhythm so patient was shocked externally over 40 times. The patient was transferred to another hospital on (B)(6) 2021 where the high dft was unable to be converted there as well. The device therapy settings were reset. The patient was stable.